Event description:
In 22nd day post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt suffered a mild pain. The pt was hospitalized for 3 days and was placed on anti-coagulation therapy including heparin, lovenox, and coumadin. At time of follow-up in 2003, the pt was asymptomatic.